Event description:
It was reported by the patient that they heard a beeping sound and they had to have emergency surgery. Follow-up information from the clinic indicated that the right ventricular (rv) lead was fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224drg ICD, implanted: (B)(6) 2009. (B)(4).